Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other implanted clip referenced is filed under separate medwatch reports.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip was advanced and was deployed successfully, mr was reduced to 2; however, after deployment it was observed that the clip opened approximately 35 degrees. Mr remained at 2. A second clip was implanted to stabilize the first clip; however, it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was successfully implanted stabilizing both implanted clips and reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.